Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that three different sensors from the same package were missing the electrode. The sensors did not work and the customer had to remove them right after the insertion. Customer's blood glucose level was 121 mg/dl. The device was not returned.